Event description:
It was reported that the device experienced rapid battery depletion. The device will be replaced. No patient complcations have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data shows min bat= 2.72 to 2.71 volts between (B)(6)-2011 and (B)(6)-2011, is before device rrt<= 2.62 volt. The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data shows min bat= 2.72 to 2.71 volts between (B)(4)-2011, is before device rrt<= 2.62 volt.

Event description:
It was reported that the device experienced rapid battery depletion. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.